Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that upon insertion of the intra-aortic balloon (iab) a fiber optic sensor failure occurred and the customer was unable to verify the pressure. The customer then utilized the transducer to obtain the pressure. It was also noted that when the fiber optic tip was plugged, the console indicated "failed zero" multiple times. Therapy was continued using the iab. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated sections - brand name, catalog #, lot #, serial #, exp.date, unique identifier (UDI) #, PMA/510(k)#, manufacture date. The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extender and pressure tubing were also returned. The optical fiber was found to be broken within the membrane approximately 5.3cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a.